Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: at the end of treatment, one of his teeth is loose, and he will need to see a dentist for a root canal or implant. He wants to wait until that procedure is completed before getting the next set of retainers to ensure they fit properly. The dental procedure will most likely be a root canal, but my dentist advised me to return in three weeks. Since I'm done with my last retainer (#13), my teeth won't shift anymore.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.